Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 6 atmospheres. The device was removed without any resistance. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: wolverine cb mr, ous 10mmx2.50mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine label specification. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon initial inflation at 6 atmospheres. The device was removed without any resistance. The procedure was completed with another of the same device. No patient complications were reported.